Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 31 mg/dl at time of the incident. The customer was having issues with sensor calibration and sensor glucose versus blood glucose value differences. The customer wearing the insulin pump during the incident. Troubleshooting was completed for the sensor issues but not for the low blood glucose. The sensor was returned for analysis.